Manufacturer narrative:
The device has been rec'd and eval by depuy synthes power tools. The device was evaluated and the reported complaint of "running hot" could not be confirmed. The device was found to meet all mfg specifications during analysis. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device was running hot. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was not add'l info provided.